Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a v-link luer activated device leaked during infusion of an unspecified chemotherapy drug. The reporter stated that the leak occurred at the connection of an unspecified secondary set to the v-link. The reporter stated that a non-baxter alcohol disinfectant cap had been used with the device. There was no patient injury or medical intervention associated with this event. No additional information is available.